Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead was failing to capture and failing to sense. Lead dislodgement was confirmed via chest x-ray. The ra lead was explanted and replaced. The patient tolerated the procedure well and was discharged.

Manufacturer narrative:
Further information was requested but not received.